Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type :lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was looking to get in contact with the rep because they had fallen on the steps a few weeks ago. Now, the patient had more pain in their legs than ever before. The patient said they spoke to a rep on the phone and they think that "the wires may have been jarred." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had pain in her legs since a fall in (B)(6) 2019. The patient knew the ins was on because she could feel it. In (B)(6), a rep checked the device and told the patient it was doing what it was supposed to and the device was tested and no problems were found. The hcp wanted a rep to reprogram the device. A rep was going to reach out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-aug-09 from the consumer via a manufacturer representative reporting that the patient was having bad pain to their legs after a fall. The impedances were checked and confirmed to be within normal limits. The patient was receiving good stimulation to areas of pain but no relief. The health care provider (hcp) ordered further imaging. The issue was not yet resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an MRI and x-ray and a disc was found to be out of place. The patient has an appointment with their hcp scheduled. No further complications were reported.